Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are experiencing high blood glucose. The blood glucose reading ranged from 536 to 600 mg/dl. The customer treated their high blood glucose with the insulin pump. Customer reporting feeling the following symptoms: vomiting, thirst, and shoulder aches. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer¿s blood glucose at the time of the call was 568 mg/dl. The insulin pump will not be returned for analysis.